Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. The cause and location of the hernia was not reported. On the same day as hernia diagnosis, the patient was hospitalized for the hernia and another indication. A hernia repair surgery was scheduled (date unspecified). Two days after being admitted to the hospital, the patient was discharged home. It was reported that the hernia was not worsened by pd therapy. At the time of this report, the patient was reported to be recovering and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints that were related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.